Event description:
The pt had a myocardial infarction one day after the index procedure.

Manufacturer narrative:
This pt presented to cath with unstable angina. Pre-procedure cardiac enzymes were ck: 199 (upper normal limit 195), and troponin I 5.85 (upper normal limit of 1.5 ng/ml). A two part staged procedure was scheduled. Pre-dilation was conducted with an unk balloon at unk inflation pressure. A 3.5x23mm cypher (lot no. S0203047) was deployed in the proximal left anterior descending artery (lad) at 16 atm. Next, a 2.5x23mm cypher (lot no. S110300) was deployed in the mid lad at 14 atm. Finally, a 2.5x18mm cypher stent (lot no. S0203045 or r0203585) was deployed in the 2nd diagonal at 14 atm. Cardiac enzymes post-procedure were ck:mb 27.9 above upper normal limits (7), and at the second check, 3.75 above the upper normal limits. On the following day, a 3.0x18mm cypher (lot no. R0203340) and a 2.5x23mm cypher (lot no. S1102003) were deployed in the proximal circumflex. Finally, a 2.5x23mm (lot no. S11025003) and a 2.5x18mm cypher (lot no. S0203045 or r0203585) were deployed at 14 atm in the obtuse marginal. The pt was discharged three days later without anginal complaints. One year later, the pt had no anginal complaints. A stress test was conducted and was negative. However, repeat coronary angiography showed 80% in-stent restenosis in the circumflex and 70% in-stent restenosis in the obtuse marginal. Please note that this product (lot no. S0203047) is not distributed in the united states. However, it is similar to the us distributed device. A male pt with a history of hypertension and a family history of cad developed an mi one day after cypher stent implantations. In addition, he then experienced restenosis one year after the implantations of other cypher stents. Initially, the pt was admitted to the hosp with unstable angina (cardiac enzymes were negative at this point) and underwent angiogram that revealed lesions in his proximal lad, mid lad, second diagonal, proximal circumflex and omb. This pt's aggressive cad and extensive disease puts him at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided for the lesion in the proximal lad. It is not known if the lesion was pre-dilated prior to the placement of a 3.50 x 23mm cypher stent at a maximum inflation pressure of 16atm. No vessel and/or lesion characteristics were provided for the lesion in the mid lad. It is not known if the lesion was pre-dilated prior to the placement of a 2.50 x 23mm cypher stent at a maximum inflation pressure of 14atm. According to the IFU, vessels requiring multiple stent placements should be treated from the distal to the proximal aspect of the lesion to prevent migration and disruption of stent geometry. No vessel and/or lesion characteristics were provided for the lesion in the second diagonal. It is not known if the lesion was pre-dilated prior to the placement of a 2.50 x 18mm cypher stent at a maximum inflation pressure of 14atm. According to the IFU, the use of more than two cypher stents has not been clinically studied. The procedural physician opted to end the procedure at this point since the pt was fatigued, had a large contrast dye load and long fluoroscopy time. The post procedural administration of asa or plavix was not reported. Within hrs of the index procedure, the pt's cardiac enzymes increased by more than five times above the reported normal lab values. Though indicative of an intra-procedural mi, this event was not reported as such at this time. The day after the index procedure, the pt returned to the cath lab for the second half of a planned staged procedure for treatment of lesion in his proximal circumflex and omb. Of note, the appearance of the previously stented segments in the proximal and mid lad and second diagonal were not reported post mi. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not provided. The proximal circumflex lesion was described as 80% occluded. No further vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 18mm at a maximum inflation pressure of 12 atm. This was followed by the placement of a 2.50 x 23mm cypher stent at a maximum inflation pressure of 14atm. It is not known whether the two stents were placed from the distal to the proximal aspect of the vessel or if they were placed in an overlapping fashion or not. The omb lesion was described as 70% occluded. No further vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of two cypher stents; a 2.50 x 23mm and a 2.50 x 18mm; at maximum inflation pressures of 14atm. It is not known whether the two stents were placed from the distal to the proximal aspect of the vessel or if they were placed in an overlapping fashion or not. The pt was discharged from the hosp three days later on medications that included asa and ticlid. One year after these procedures, the pt underwent a repeat angiogram that revealed restenosis in the cypher stents implanted in the proximal circumflex and omb. This was treated with ptca and cutting balloon. The products remain implanted in the pt and are thus not available for evaluation. Restenosis is a known potential adverse event post stent implantation. There are pt, vessel, procedural and possible pharmacological factors that may have contributed to these events. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of seven products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01175, -01176, -01178, -01179, -01180, 01181, -01182.